Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 149 mg/dl. The customer had a blank display during time of call. The customer used aa battery. The customer stated that the battery and spring compartment is not damaged. The customer was advised to clean contacts with alcohol wipe and insert new aa battery. The customer stated that the display did not return. The customer was advised to monitor blood glucose and resume injections. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
After battery installation, the pump gave an unexpected blank/white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing including the selftest, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the display anomaly. The pump was received with minor scratches on the lcd window and case.